Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "deflation" and "right side seems harder, fuller on top [of the] breasts and that the breast looks squared and boxy at the bottom." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified broken shell and others, missing a piece of shell (0-25%) and crease fold. Weight measurement identified the device underweight. A microscopic analysis was performed which identified broken crease sharp on the anterior, stress marks and wear abrasion. Based on the device analysis, the final assessment is broken crease sharp on the anterior due to fold flaw opening and missing shell due to inconclusive.

Event description:
Healthcare professional reported right side "deflation" and "right side seems harder, fuller on top [of the] breasts and that the breast looks squared and boxy at the bottom." The device has been explanted.